Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the leak was caused by accidental damage to the unit by the user. No malfunction occurred. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. H3 other text : additional information was received that the leak was caused by accidental damage to the unit by the user. No malfunction occurred. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question.